Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the tip of one of the jaws broke off in the pt during a laparoscopic hernia repair surgery (B)(6) 2010. The pt was not injured. An x-ray was taken and the broken tip was removed.